Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a known nickel allergy and reporting having a severe allergic reaction following implant of this subcutaneous implantable cardioverter defibrillator. The patient was readmitted to the hospital for four days and experienced another allergic reaction after discharge which was observed on the chest, back and incision. A boston scientific technical services consultant discussed the clinical observation with the patient and provided further information. No additional adverse patient effects were reported.